Event description:
It was reported that after a spaceoar placement procedure, the physician reported an infiltration into the rectal wall. Additional information received on 07feb2026. It was further reported that during the brachy boost procedure, the physician was unable to identify if the hydrogel was in the rectum or not. The computed tomography (CT) showed that the hydrogel was in the right periprostatic vessels and that there was some infiltration into the rectal wall, the physician ruled out a thrombosis. The patient was asymptomatic. The patient is scheduled for a sigmoidoscopy to make sure that the mucosa is health.

Manufacturer narrative:
Additional information: block b5, b7 and h6 have been updated with the additional information. Correction. Block g1. MFR site city was corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 01/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware 01/04/2026. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 01/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware 01/04/2026. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after a spaceoar placement procedure, the physician reported an infiltration into the rectal wall. No further details were provide.